Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2; 7.5/3.5/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2; 7.5/3.5/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. Claim#: (B)(4).